Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
Boston scientific received information that this device had a charge time of 20 seconds. Monitoring voltage was 2.56 volts. This device is included in the mid-life display of replacement indicators advisory. It was later reported that the device reached end of life (eol). The device was explanted and returned. During initial analysis, it was determined that the time from elective replacement indicator (eri) to end of life (eol) was less than expected. No adverse patient effects have been reported.